Event description:
It was reported that the programmer displayed an error code while trying to interrogate a device. The radio frequency (rf) programmer head was removed from the patient and the programmer turned off and back on but the error did not clear. Another programmer was used to complete the session. It was also reported that the programmer would not power up. The caller said a software update had not been done recently. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not reproduce the error, however the error was found in the error logs. It was also noted that there was tape residue on the device and the stylus was missing.